Event description:
It was reported that revision surgery was performed. The acetabular cup was left implanted and the femoral component revised to a femoral stem and large diameter femoral head.

Manufacturer narrative:
Subsequent revision reported under MDR# 3005477969-2010-00121.